Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. There fore no analysis or testing has been done. Intolerance, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of reflux and heartburn as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weigh regain have been reported after gastric restriction procedures." "Fluid should be removed from the sys if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting. If symptoms are not relieved by removal of the fluid, a barium meal should be used to evaluate the anatomy." "Pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." "Pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band" system. "Caution: it is the responsibility of the surgeon to advise the pt of the dietary restrictions which follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight."

Event description:
Healthcare professional reported as, pt experiencing heartburn, reflux, nighttime regurgitation. Requesting band removal. Pt intolerance. The band was removed and not replaced. The explanted device will be returned. Follow-up findings: no band slippage or pouch dilatation observed per surgeon.